Manufacturer narrative:
Event date is approximate, the month & year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the patient has been feeling "zingers" for the last several weeks. When asked, the caller said they think about 2-3 weeks ago. The caller said that patient commented that the zingers don't hurt; however, it was sore around there and it only happened once in a while; however, the other day it happened like 30-50 times in a row while playing with their dog. The caller said that patient called the hcp office this morning and was provided with options for when to come in later this week; however, due to work (lawyer and is scheduled to be in court), they are unable to make it and are traveling for the holiday. The caller wanted to discuss what it could be and if there are other facilities that have the equipment either in (B)(6) or neither her in (B)(6) as that is where patient will be on friday. The caller asked for worst case scenarios. The caller said the patient hasn't had any falls or trauma. The patient isn't active and weighs (B)(6) lbs. The patient was redirected to their healthcare provider to further address the issue to discuss options.